Event description:
The lens unfolding outside of incision during iol insertion, the lens was explanted.

Manufacturer narrative:
This MDR follow-up report #1 is being submitted at this time as the complaint investigation was not detected in the product complaint handling system (solabs) due to unexpected software issues. The purpose of this follow-up report #1 is to update the agency on information of product analysis. As product was not returned, evaluation could only consist of a review of the manufacturing and inspection records of the device. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(4); model 251.) The exact root cause was not determined. Correction of "expiration date" from 03/2014 to 09/30/2014. The following additional information has been added to this follow-up report. Unique device identifier (UDI) number has been added. Product was not returned.

Event description:
The lens unfolded outside of incision during iol insertion, the lens was explanted.